Event description:
It was reported that due to a presence of a leak on the tube before setting up, the patient had his artificial urinary sphincter (aus) not used. There were no clinical consequences related to this event. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to a presence of a leak on the tube before setting up, the patient had his artificial urinary sphincter (aus) not used. There were no clinical consequences related to this event. Should additional information be received a supplemental report will be submitted.